Event description:
The plaintiff, alleges that while employed as a registered nurse the plaintiff wore and was continuously exposed to antigenic natural latex proteins in latex gloves. The plaintiff alleges that in 1998, following a skin test and a rast test, was diagnosed by dr. As being allergic to latex. The plaintiff further alleges that the plaintiff has become sensitized to latex, and is now subjected to increased health risks. Furthermore, the plaintiff alleges that the plaintiff is subject to an increased risk of anaphylactic reactions to latex products. Finally the plaintiff alleges has suffered substantial injury, pain, and suffering as well as economic loss.